Manufacturer narrative:
This report is submitted on january 11, 2023.

Event description:
Per the clinic the device was explanted on (B)(6) 2022 due to improper placement of the electrodes. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 26, 2023.